Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a malfunction that the device was not detected on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the communication bus due to drawer failure. A field service engineer assisted and confirmed that they were able to resolve the drawer failure. The system functioned as intended after field service engineer troubleshot the device.